Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the x-ray battery tray 3 had corrosion on the terminal. Installed new terminal on tray 3 and installed all batteries. System checkout passed, system fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that a battery in the imaging system was corroded. It was reported that a battery in tray 3 was causing the corrosion to the terminals. There was no patient present when this issue was identified. No additional details provided.